Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9(date returned to mfg),h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the broken charged coupled device (ccd) glass in the insertion part, component failure of the distal end cover glass, component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely that the broken charged coupled device (ccd) glass in the insertion part caused the black shadows in the image, leading to the abnormal image (black shadow) malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1 : no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented an abnormal image malfunction, which occurred during setup/inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.